Manufacturer narrative:
The device is available for evaluation; however, baxter has not yet received the device. Upon completion of the evaluation, a follow-up report will be submitted to provide the results. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "alarming inappropriately" was confirmed and reproduced. The root cause was attributed to a defective mechanism assembly. The mechanism assembly was replaced to fix the problem. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility's representative reported to baxter global technical services that the device was alarming inappropriately. The reported condition occurred during patient use, and therapy was stopped. The reported condition occurred in the operating room. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.